Event description:
It was observed that during the device evaluation, the colonovideoscope distal end cover had foreign objects. The issue occurred during an unknown event. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: fexibility adjustment ring has a scratch; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; right/left knob has a scratch; upwards/downwards knob has a scratch; switch2 has a cut; grip packing ring is loose; due to wear of angle wire, bending angle in down direction does not meet the standard value; distal end cover has foreign objects; objective lens has a scratch; connecting tube has coating peeling; and universal cord has coating peeling. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: g2 d9 was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. There was no damage to the area where the foreign material was detected. Therefore, a definitive root cause could not be determined. However, it is likely that the material remained in the device because device handing (reprocessing) was deviated from instructions for use. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the device was not wiped the surface during precleaning. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  "the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.